Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
An ophthalmologist reported that during a glaucoma filtration device (gfd) implant procedure, the shunt would not release from the delivery system, therefore, a trabeculectomy was performed. The gfd was discarded because it contacted the eye of a patient who has an infection. Additional information has been requested.